Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopy. According to the reporter: once the surgeon tried to open the retractor inside the abdominal, an unidentified black plastic piece fell off from the retractor. The case was extended by nearly 30 minutes.